Event description:
It was reported that guidewire entrapment occurred. Once removed, it was observed that there was myocardial tissue trapped between the guidewire and the catheter. An amplatz super stiff guidewire was selected for use with a farawave catheter during an electroporation procedure to treat persistant atrial fibrillation (af). Heprin was administered and the activated clotting time results prior to the event were over 300. After ablating the left superior pulmonary vein, left inferior pulmonary vein, and right inferior pulmonary vein, the amplatz super stiff guidewire was searching the right superior pulmonary vein. The physician tried to deploy the farawave catheter too far inside the vein, and using flouroscopy and a 3d scan, it was observed that tissue became entrapped between the guidewire and the tip of the catheter. Resistance was felt, so it was attempted to advance the guidewire and retract the catheter to release the tissue; however, it was too late. The catheter and the guidewire were removed to observe why the guidewire was stuck, and myocardial tissue was trapped between the guidewire and catheter. The guidewire was exchanged, and the procedure was continued. There were no further complications to the patient.